Manufacturer narrative:
(B)(4)

Event description:
It was reported that a manufacturing representative was in a pocket revision case and the health care provider (hcp) was just moving the pump pocket site. Additional information received reported a confirmed pump flip. It was noted that the patient has had the pump placed in the same pocket on the right side several times and it kept flipping. The pocket was too big/loose and the pump needed to be placed in a new pocket on the left side. The pocket was moved from the right to left abdomen on (B)(6) 2015. A catheter revision kit was used to replace the proximal piece of a catheter because the catheter was twisted in the pocket. The catheter was removed from the collet to the sutureless connector. The twisted catheter was due to the pump flipping. It was also noted that the patient was unable to refill their pump. No diagnostic testing or troubleshooting was required. The patient status at the time of the report was alive with no injury. The patient never stopped getting therapy. It was reported that the case ¿went great¿. The cause of the pump movement was that the sutures had unattached from the tissue. The hcp believed that this was because the patient had a high amount of fat in the pocket area which was not very secure to anchor to. The pump was infusing lioresal (baclofen). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).